Event description:
It was reported that during a hospital visit, this pacemaker system was interrogated. It was noted the pacemaker recorded pacemaker mediated tachycardia (pmt) and atrial tachy response (atr) episodes. The health care professional (hcp) called technical services (ts) and requested a review of device data to confirm device operation. Upon review of the pmt episodes, ts determined that the pmt rhythms appeared to have been atrial or sinus driven. It was noted that the device algorithm successfully terminated the pmt. Further review of the atr episode showed the episode to be inappropriate due to far field r wave oversensing. This pacemaker remains in service. No adverse patient effects were reported.